Manufacturer narrative:
H3, h6: device was not returned for root cause analysis. Service history review confirmed that no non-conformities were reported during production. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. A review of quality inspection forms indicated no defects, and the lot was released. Without the review of the used samples, a probable cause of the reported problem could not be determined based on the review of the service history and information provided in the quality forms. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that when manipulating the reservoir, the presence of a foreign body was observed inside the bag. The event occurred during preparation. According to the report they received guidance and appropriate training. And the product was used in accordance with the instructions for use. There was no patient involvement, and no patient harm/adverse event reported.